Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the blood pump rotor on a 2008t hemodialysis (hd) machine tore open the blood tubing during a patient¿s treatment. It was reported that the patient¿s treatment had to be terminated and rescheduled. Ts documented that the call was made to report the incident, and that no troubleshooting was required. Additional information was provided upon follow-up with the biomed, as well as the clinical manager (cm) from the facility. Approximately forty-nine minutes into the hd treatment, blood was observed dripping from the blood pump. A clicking noise was heard coming from the blood pump and an air detector alarm was triggered in conjunction with the events. The lines were clamped, and the treatment was discontinued. The patient¿s blood was not able to be returned. Estimated blood loss (ebl) due to the event was 200 ml. When the bloodline was removed from the blood pump, a visible tear was seen on the tubing. The machine was removed from service for evaluation. The patient did not experience any adverse effects or symptoms, and they did not require medical intervention. The patient was sent home; their treatment was not completed. As a precaution, the patient returned the following day for an additional hd treatment. The biomed replaced the blood pump rotor on the machine and then returned it to service. The biomed said that a white cap had fallen off and was missing from one of the roller guides. The biomed agreed to send the defective part back for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The complaint investigation was able to find objective evidence indicating a product problem, and thus the complaint was confirmed. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the blood pump rotor on a 2008t hemodialysis (hd) machine tore open the blood tubing during a patient¿s treatment. It was reported that the patient¿s treatment had to be terminated and rescheduled. Ts documented that the call was made to report the incident, and that no troubleshooting was required. Additional information was provided upon follow-up with the biomed, as well as the clinical manager (cm) from the facility. Approximately forty-nine minutes into the hd treatment, blood was observed dripping from the blood pump. A clicking noise was heard coming from the blood pump and an air detector alarm was triggered in conjunction with the events. The lines were clamped, and the treatment was discontinued. The patient¿s blood was not able to be returned. Estimated blood loss (ebl) due to the event was 200 ml. When the bloodline was removed from the blood pump, a visible tear was seen on the tubing. The machine was removed from service for evaluation. The patient did not experience any adverse effects or symptoms, and they did not require medical intervention. The patient was sent home; their treatment was not completed. As a precaution, the patient returned the following day for an additional hd treatment. The biomed replaced the blood pump rotor on the machine and then returned it to service. The biomed said that a white cap had fallen off and was missing from one of the roller guides. The biomed agreed to send the defective part back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.